Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined that water penetrated through the hole of the cable, and degradation occurred in the insulator used for the cable and electrical degradation occurred and caused the images to disappear temporarily.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation uncovered that the unit would not produce an image on the screen. Additionally, the evaluation uncovered a broken cable and a leak from the device cable. The faulty parts were replaced to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that during preparation for use, the 4k camera head has no image. There was no harm or user injury reported due to the event.